Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It reported that the customer had a no delivery alarm on the insulin pump . The customer's blood glucose level was 117 mg/dl. The customer reports was able to resolve the alarm by changing entire set. The customer was advised that we are sending replacement set and reservoir.